Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device are identified within the presumed right cornu/myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cesarean section, multi gravida, parity 3 and vaginal delivery. Concurrent conditions included dysmenorrhea, pelvic pain and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure device are identified within the presumed right cornu/myometrium") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy vaginal assisted laproscopic, bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion and endometrial ablation outcome was unknown. The reporter considered device expulsion, embedded device and endometrial ablation to be related to essure. The reporter commented: there were 2 coils apparent on the left and 2 coils on the right that were visually seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: incomplete occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, device expulsion, endometrial ablation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device are identified within the presumed right cornu/myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cesarean section, multi gravida, parity 3 and vaginal delivery. Concurrent conditions included dysmenorrhea, pelvic pain and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure device are identified within the presumed right cornu/myometrium") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic, bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion and endometrial ablation outcome was unknown. The reporter considered device expulsion, embedded device and endometrial ablation to be related to essure. The reporter commented: there were 2 coils apparent on the left and 2 coils on the right that were visually seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: incomplete occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, device expulsion, endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2021: irms received. Reporter contact information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device are identified within the presumed right cornu/myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cesarean section, multi gravida, parity 3 and vaginal delivery. Concurrent conditions included dysmenorrhea, pelvic pain and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure device are identified within the presumed right cornu/myometrium") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic, bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion and endometrial ablation outcome was unknown. The reporter considered device expulsion, embedded device and endometrial ablation to be related to essure. The reporter commented: there were 2 coils apparent on the left and 2 coils on the right that were visually seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: incomplete occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, device expulsion, endometrial ablation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 2 & 3 processed together. Pif and medical record received. Reporter's information, medical history and lab data were added. Case became serious incident as removal was done. Event injury was updated to embedded device. Event added: essure device are identified within the presumed right cornu/myometrium, ablation. On 14-oct-2020: fu 2 & 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.